Event description:
It was reported that the anesthesia system failed the system checkout. There was no patient involvement. Manufacturer's reference # (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the membrane on patient cassette was cleaned. The ventilator passed all functional and safety tests and was cleared for clinical use. The problems such as the one described here are not safety related and it will be noticed during system checkout. As the issue was solved by cleaning, the most probable cause is that dirt, particles or dust from the absorber had stuck on the connections, seals or membranes and caused that they did not seal properly. However, the root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 12/07/2021. Corrected manufacture date: 11/26/2021.

Event description:
Manufacturer's ref. #: (B)(4).